Event description:
The reporter stated that a revision surgery to an implanted coral spinal system was done on (B)(6), 2012. It was initially reported that the components of the construct had failed. Multiple coral tulips were dissociated from the bone screws.

Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. The investigation was unable to confirm the reported incident. The locking screws showed no evidence of failure. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.